Event description:
Boston scientific received information that this left ventricular (lv) lead displayed a high out of range (oor) pacing impedance measurement, and loss of capture (loc). Chronic impedance was noted to be 570 ohms. Configurations that involved lv ring resulted in oor pacing impedance measurements and no capture. Configurations with lv tip, however, resulted in diaphragm stimulation coinciding with the capture threshold. The decision was to deactivate this lv lead, and program device to vvi. A system revision will be performed in the future. There were no adverse patient effects reported. Subsequently, additional information was received that a revision procedure was performed. The oor measurements were confirmed using the pacing system analyzer (psa), and the decision was made to explant this lv lead. During the replacement procedure, this lv lead was cut. Therefore, this lv lead will not be returned to boston scientific for laboratory analysis. There were no adverse patient effects reported. The patient was fine.

Manufacturer narrative:
This lv lead was discarded at the hospital. At this time there is no additional information. Should additional information become available this report will be updated.